Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide device is filed under a separate manufacturing report number.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide devices, using a pre-close technique, via a 7f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, on the first proglide device, after the suture was deployed, the proglide footplate was closed, but resistance was felt on device removal. The proglide foot caught a piece of the arterial lumen tissue. A second proglide device was used and the physician did not depress the plunger. The proglide footplate was closed and the device was removed. The sutures of an additional proglide device were successfully preplaced using the pre-close technique. The sheath was upsized to 11f and the evar procedure was completed. Hemostasis was achieved using the successfully preplaced sutures of the first and third proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Reportedly, the plunger was inadvertently not deployed prior to closing the foot. Perclose proglide electronic instructions for use states: use your other hand to deploy needles by pushing on the plunger assembly until you visually confirm that the collar of the plunger makes contact with the proximal end of the body. The investigation determined the reported instructions for use violation was due to operator error and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous report filed, additional information was received:the physician inadvertently forgot to depress the plunger of this second proglide device.